Event description:
A user facility in the canary islands reported that the system shutdown by itself during surgery. There was no reported patient impact.

Manufacturer narrative:
A field service engineer evaluated the system and was unable to duplicate the issue. The device history was reviewed and found to meet manufacturing specification. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on all available information, no causal factors can be determined and no conclusion can be drawn.